Event description:
A healthcare professional reported that a system message was displayed during a retina procedure. The procedure was completed whiteout intraocular pressure control. There were no consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).